Event description:
It was additionally reported that the patient continued to feel stimulation hours to days and "even up to 2 weeks" after the ins was turned off. It was noted that the patient "was not complaining about the latent stimulation and did not find it uncomfortable." It was noted that when the patient "laid down, the perceived latent stimulation doesn't get stronger as was expected." It was noted that the perceived latent stimulation didn't change with changes in positions. It was noted that the perceived latent stimulation was in the appropriate therapy area. It was noted that the patient did not associate any shocking or jolting with the perceived latent stimulation. If additional information is received, a supplemental report will be submitted.

Event description:
It was noted that the patient thought the implantable neurostimulator had not been turning off and that reprogramming needed to be done. It was noted that the patient still felt device after it had been turned off. It was noted that sometimes that patient still felt it where the stimulation was needed and sometimes felt it in the arm or face or in the chest. It was noted that the device was checked by a manufacturer representative on (B)(6) 2013 and no problems were found during an impedance check and the device was reprogrammed for better coverage of the painful areas. It was noted that the patient stated that the device was defective and the patient had it off for most of the week but still felt it was on. It was noted that the patient felt it in the lower back and legs and sometimes up above the shoulder blades. It was noted that all groups and programs were set at zero and the patient verified that the device was off. It was noted that the patient declined further trouble shooting and reprogramming assistance. It was noted that troubleshooting would be performed at a future date in one week. It was noted that the patient was alive with no injury. Additional information received reported that when the device was off the patient felt stimulation where they should, in the lower back, buttocks and top of legs, and also between the shoulder blades, where the lead was. It was noted that when stimulation was on, the sensation at the lead was overridden. It was noted that there was no change in stimulation sensation when the ins was on. It was noted that an electrode impedance test was performed and there were no out of range results. It was noted that with reference 0 the electrode impedances were 505 to 753 ohms. It was noted that group c impedance was 174 with 4 anode and 4 cathodes. It was noted that group a1 impedance was 312 ohms and a2 was 294 ohms. It was noted that the patient did have shoulder surgery in late may and did physical therapy before and after the surgery. It was noted that the patient correlated the symptoms starting with the start of physical therapy and also stated that it got worse after surgery. It was noted that it was planned to delete all programs for a week to ensure the patient was not getting any stimulation. It was noted that an x-ray would be discussed with the health care professional (hcp) to evaluate lead position. Additional information received reported that the patient declined to delete the programs and stated that the benefits outweigh what the patient was experiencing now. It was noted that the patient had a follow-up scheduled with the hcp.

Event description:
Follow up information received reported that the patient was to meet with the manufacturer's representative on (B)(6) 2013 to delete some of the programs on their implantable neurostimulator (ins) to see what they "sense". Additional information received 2 days later reported that interrogation of the patient's ins showed normal impedances with none out of range (values between approx. 400 to 900 ohms). The patient had 4 groups on their ins and used group e 83% of the time. The ins status was noted as "ok" with the use hours reported as 543. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2016-16928 regarding event information for lead migration and battery overdischarge pertaining to the implantable neurostimulator (ins) [s/n: (B)(4)] and the lead [s/n: (B)(4)] for the same implanted system. The main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from the patient and the manufacturer representative on 10-aug-2016 reported that the issue of stimulation felt while the implantable neurostimulator (ins) was off had resolved about 2 weeks after the last reprogramming session in 2013. In addition, the patient had a full system explant.

Event description:
It was reported that the patient was reprogrammed today. It was noted that the prior feeling of stimulation even with the device turned to zero and off was clarified with the patient. It was noted that the stimulation felt the same or a little lighter and did not change when getting into a supine position of with coughing or sneezing. It was noted that when the stimulation was on the patient had to turn it down before lying down and it did get a little stronger with coughing or sneezing. A print out report from the implantable neurostimulator noted that all electrode impedances were within normal limits however group b1, where electrodes 0, 3, 8, and 11 were negative and electrodes 1, 2, 9 and 10 were positive, at 2.4 volts and a pulse width of 450 microseconds was found to have a group therapy impedance of 146 ohms. It was noted that the patient did not have any further thoughts on troubleshooting. It was noted that the patient opted for keeping the device and using it because although it was a hassle feeling it event when it was off, the benefit of pain relief far outweighed the thought of not using it any more.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an x-ray done and it appeared that the lead had not moved. It was noted that the patient still felt as if the device was on when turned to zero and off and sometimes constant and sometimes intermittent. The reporter noted that there were no shocking or jolting sensations involved. It was noted that the patient was willing to have his device deleted of all existing problems to see if it would erase the feeling of stimulation being on even when off and turned to zero. The reporter noted that an appointment would be scheduled.